Manufacturer narrative:
The tsh reagent lot number was 77832301, with an expiration date of 30-jun-2025. The ft3 reagent lot number was 73731401, with an expiration date of 30-nov-2024. The ft4 reagent lot number was 78843601, with an expiration date of 30-apr-2025. Calibration and controls were acceptable. The field service engineer determined there was a mechanical failure of the pinch valves. The pinch valves were replaced. A pipetting accuracy check was performed and it was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for three patient samples tested on a cobas 8000 e 801 module. Results for the following assays were involved: elecsys tsh, elecsys ft3 iii, and elecsys ft4 IV. The initial values were reported outside of the laboratory and questioned. The samples were repeated on a second analyzer and these results were deemed correct. The first sample initially resulted in a tsh value of 0.253 miu/l and it repeated as 0.390 miu/l. The second sample initially resulted in a ft3 value of > 29 pg/ml and it repeated as 5.5 pg/ml. This sample initially resulted in a ft4 value of 2.2 ng/dl and it repeated as 1.8 ng/dl. The third sample initially resulted in a ft3 value of 6.2 pg/ml and it repeated as 4.1 pg/ml.